Event description:
Clinic reports tear in the arterial drip chamber. Estimated blood loss 100cc. No medical intervention. Sample is not available. Questionairre faxed on 6/23/00. Medwatch field on blood loss.